Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two patient samples tested for ise sodium electrode(na). On an unknown date "sometime last week" the first patient sample initially resulted as 126 mmol/l. The sample was repeated with a result of 135 mmol/l. On (B)(6) 2015, the second patient sample initially resulted as 132 mmol/l. The test was repeated four more times with results of 133 mmol/l, 137 mmol/l, 138 mmol/l and 138 mmol/l. Information concerning if the erroneous results were reported outside the laboratory was requested, but it was not provided. There was no adverse event. The ise sodium electrode lot number was 21534841 with an expiration date of 09/05/2014. An electrode performance check was performed with good results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.